Event description:
The device was being used to administer pacing therapy to the patient. Reportedly, coincidently with dishcarge of an internal cardiac defibrillator (ICD) to the patient, the device pacing current dropped to 0ma, with no alarms observed. This was said to have occurred more than once while the patient was being treated. The external defibrillator was used to successfully convert the patient to a viable rhythm. The reporter stated that there were no adverse affects to the patient reported by the staff.